Event description:
Per the audiologist's report, this patient can no longer keep the transmitting coil on his head without the use of a headboard. The strongest magnet has been tried but did not resolve the problem. It has been determined that the patient has a thick skin flap which should be revised. His surgeon explanted his device in 2006, and reimplanted a new device during this surgery.

Manufacturer narrative:
This is a final report.